Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse). During service, it was identified that the reported burned smell was caused by debris shield damaged. It was also noted, that the laser beam was slightly off center of the fiber port aperture. The fse proceeded to perform far alignment for all console channels. The internal optics channels were inspected and found to be in a good condition. In addition, the field service engineer (fse) advised the user about replacement of debris shields and fibers, if debris shield optic is damaged during treatment. Also, to regularly check debris shield before treatments. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the damage to the debris shield component resulted from the beam misalignment, leading to the reported event. The reported debris shield burned and unfocused beam are confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the physician had already began lasing the bladder neck when they noticed a burning smell originating from the laser console. Upon inspection of the laser console, the debris shield had burnt, and the laser beam was slightly unfocused. The physician planned to change the procedure method to transuthreal resection of the prostate (turp) due to the inability to utilize the console. However, the patient became bradycardic; therefore, the physician decided to abandon the procedure as a precaution. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Event description:
It was reported that during a procedure, there was a burning smell originating from the laser console. Upon inspecting the console, it was noticed that the debris shield was burnt, and the laser beam was slightly unfocused. The procedure could not be completed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.